Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level range from 525 to over 600 mg/dl at its highest. To address the high bg, the customer changed the infusion set and delivered a bolus via the pump to address the bg level. The past occlusions could not be identified and as the pump supplies were changed after the most recent occlusion, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.